Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and no non conformances were found. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was programmed at rate of 220 ml per hour and a dose of 125 ml and that they noticed "that there's usually about 50 ml left". The also stated that they notice this when the pump alarms dose done. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. They also stated that they had not noticed any further issues with the pump since the complaint occurred. (B)(4).